Event description:
The manufacturer received information alleging an "ac power disconnected" alarm occurred on a trilogy evo while in patient use. The" power code of ventilation failure", reported did not respond even after plugging the device in. It could not be charged. The family reported that they have another family who uses evo, so they were temporarily repurposing the ac power cord. When the ac power cord was replaced, the device received power. There was no patient harm or injury reported with this notification. During a visual evaluation of the power cord, it was confirmed that there was deformation at the tip of the connector part connected to the device. Additionally, it was observed that the prongs (blades) of the plug were bent outwards. When the ac cord was connected to the power source and the voltage at the connector part was measured with a multimeter, it read 0v, indicating no electricity flow. During this measurement, the cable and connector were twisted by hand to check for any changes, but there were none, and the location of the disconnection could not be identified. Based on these inspection results, it is presumed that strong pulling on the ac cord caused deformation in the connector or plug, leading to disconnection or poor contact. However, the exact cause or location could not be determined. The power cord, straight c7-end,8-ft, was replaced to address the issue.